Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, it displayed a "status 90" error message on the screen. There was no indication of any pt involvement in the reported malfunction.